Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and irregular impedance measurements on the right atrial channel of this pacemaker. This reportedly started after a previous reprogramming; the caller questioned whether the reprogramming had been performed correctly. Boston scientific technical services (ts) recommended programming to optimize device function. No adverse patient effects were reported. This device remains in service.